Event description:
Spacelabs healthcare was notified that two beds connected to the xhibit telemetry receiver (xtr) system went offline sometime between 1:45pm and 2:00pm. There is no patient harm reported with this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this matter and any additional information will be submitted in accordance with 21 cfr 803.56 when available.

Manufacturer narrative:
Logs were reviewed by a product support specialist (pss) for the affected exhibit telemetry receivers (xtr). The pss could not find any error messages indicating a dropped network or loss telemetry signal. Cause of failure could not be determined as the reported problem could not be verified.